Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was reproduced at start-up. System error 105 was confirmed through a review of the event history log and caused by a failed input/output printed circuit board (I/o pcb) with a dislodged component. The failed I/o pcb was replaced. Additional information: (dislodged).

Event description:
It was reported that a spectrum pump displayed system error 105 in the biomed shop. It was also reported there was no patient involvement.